Manufacturer narrative:
Manufacturer investigation conclusion: thrombus could not be confirmed through this investigation as heartmate ii left ventricular assist system (lvas), was not returned for evaluation. Analysis of the submitted log files confirmed elevations in pump power and estimated flow; however, a specific cause for these events could not be conclusively determined through this evaluation. Furthermore, a direct correlation between heartmate ii lvas, and the reported events could not be conclusively determined through this evaluation. The patient remains on left ventricular assist device (lvad) support. No further information was provided. The manufacturer is closing the file on this event. The heartmate ii lvas instructions for use (IFU), lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii lvas and provides information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range. This document also outlines indications of pump thrombosis as well as how to respond to such events. Additionally, this IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling.

Manufacturer narrative:
Approximate age of device: 2 years and 2 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported the patient had a rise in lactose dehydrogenase (ldh), and aortic insufficiency. The account was unable to decompress the patient's left ventricle. The account requested a review of waveforms and to advise accordingly. Upon analysis, no unusual event were noted within the log file. Per the account, the rise in ldh could not be confirmed, however, they suspect a potential thrombus. Per the account, an echo and transesophageal echocardiography confirmed the severity of the aortic insufficiency. Per the account, a transcatheter aortic valve replacement may be performed in the future. All other lab work was within normal limits. On (B)(6) 2019, the patient was determined to be hemodynamically stable and discharged. Upon discharge, the patient was prescribed a full dose of aspirin.